Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-06-30, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-06-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-06-30, UDI #: (B)(4), device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-06-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing alarms. Preliminary log file analysis showed potential power switching on four batteries. One battery also had a critical battery alarm, a power disconnect alarm, and intermittent electrical disconnect. The controller and the battery with the alarms were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: four (4) batteries ((B)(6) , (B)(6) , (B)(6) , (B)(6) ) were not returned for evaluation. One (1) battery ((B)(6) ) was not available for analysis. One (1) controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) , (B)(6) , (B)(6) , (B)(6) , and (B)(6) and communication errors involving (B)(6) and (B)(6) . Multiple momentary disconnections were recorded without triggering power switching events involving (B)(6) , (B)(6) , (B)(6) , (B)(6) , and (B)(6) . Momentary disconnections will result in an audible tone or "beep". This was most likely perceived by the patient as the reported ¿power disconnect and intermittent electrical disconnects". Data log files also revealed relative state of charges (rsoc) between 101-201 involving (B)(6) , (B)(6) , (B)(6) , and (B)(6) , which are indicative of communication errors. Analysis of alarm files revealed one (1) critical battery alarm due to communication error involving (B)(6) . As a result, the reported events were confirmed. The most likely root cause of the power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported power disconnects and intermittent electrical disconnects can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarm can be attributed to communication errors. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2018 / serial #: (B)(6) UDI #: (B)(4). D10: no. H3: yes. H4: mfg date: 30-jun-2017. H5: no. H6: patient code(s): c76143. H6: device code(s): c63030. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that three of the batteries also had a communication error. Another battery also had a communication error and remains in use.

Manufacturer narrative:
Product event summary: three batteries (B)(4)) were not returned for evaluation. One battery ((B)(4)) was not available for analysis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching due to communication errors involving (B)(4). Multiple momentary disconnections were recorded without triggering power switching events involving (B)(4). Momentary disconnections will result in an audible tone. This was most likely perceived by the patient as the reported ¿power disconnect and intermittent electrical disconnects. Analysis of alarm files revealed one critical battery alarm due to communication error involving (B)(4). As a result, the reported events were confirmed. The most likely root cause of the power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported power disconnects and intermittent electrical disconnects can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarm can be attributed to communication errors. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The other three batteries remain in use.